Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient initially had more energy after the system was implanted, however they noticed they were more fatigued three or four days after implant. Upon interrogation it was found that the right atrial (ra) lead had high thresholds and was not capturing. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.